Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57 - user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 398 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is may 2017. Customer has two truemetrix meters; confirmed with the customer that the two results of 275 and 398 mg/dl were obtained on both truemetrix meters (reference internal report # (B)(4) ). The customer verified and confirmed that these were the results obtained on the meters. The customer did not perform a back to back test due to performing it earlier for the first replacement meter. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:the customer is concerned with all of the results: 305 mg/dl on (B)(6) 2017 @ 1: 00 am, 275 mg/dl on (B)(6) 2017 @ 10:48 am, 398 mg/dl on (B)(6) 2017 @ 1:00 pm, 376 mg/dl on (B)(6) 2017 @ 8:00 pm, and 340 mg/dl on (B)(6) 2017 @ 3:30 pm-confirmed with the customer that the two results of 275 mg/dl and 398 mg/dl were obtained on the meter when performing a back to back test on both truemetrix meters. The customer verified and confirmed that these were the results obtained on the meter. The customer is calling because he is concerned with the results he is getting from the meter. He feels that the results are reading too high. The customer stating that he is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer stated that he is comparing the two truemetrix meters against one another. The customer has not setup the date/time on the meter (wrong date/time).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-57 - user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 398 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is (B)(6) 2017. Customer has two truemetrix meters; confirmed with the customer that the two results of 275 and 398 mg/dl were obtained on both truemetrix meters (reference internal report # (B)(4)). The customer verified and confirmed that these were the results obtained on the meters. The customer did not perform a back to back test due to performing it earlier for the first replacement meter. The meter memory was reviewed for previous test result history (date / time not set): 305mg/dl (B)(6) 2017 01:00 am fasting:yes,275mg/dl (B)(6) 2017 10:48 am fasting:yes,398mg/dl (B)(6) 2017 01:00 pm fasting:yes,376mg/dl (B)(6) 2017 08:00 pm fasting:yes,340mg/dl (B)(6) 2017 03:30 pm fasting:yes.memory concerns:the customer is concerned with all of the results: 305 mg/dl on (B)(6) 2017 @ 1: 00 am, 275 mg/dl on (B)(6) 2017 @ 10:48 am, 398 mg/dl on (B)(6) 2017 @ 1:00 pm, 376 mg/dl on (B)(6) 2017 @ 8:00 pm, and 340 mg/dl on (B)(6) 2017 @ 3:30 pm-confirmed with the customer that the two results of 275 mg/dl and 398 mg/dl were obtained on the meter when performing a back to back test on both truemetrix meters. The customer verified and confirmed that these were the results obtained on the meter.the customer is calling because he is concerned with the results he is getting from the meter. He feels that the results are reading too high. The customer stating that he is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer stated that he is comparing the two truemetrix meters against one another. The customer has not setup the date/time on the meter (wrong date/time).